Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer received with air bubble anomaly. The blood glucose was unknown at the time of the incident. Troubleshooting steps were guided for air bubble anomaly. Approximate size of air bubbles is like pea size. Air bubbles were noticed by customer during therapy. Customer also reported no delivery alarm and tape not sticking issue. The insulin pump will not be returned for analysis.